Event description:
It was reported that shaft break occurred requiring additional intervention. A 3.00 x 48mm synergy xd drug-eluting stent was successfully deployed in the tibial artery. However, upon withdrawal, the shaft of the balloon broke. The physician snared and removed the distal broken piece. The procedure was completed with no patient complications reported.